Event description:
It was reported that they had as a device that works with wireless external devices that can be used to control a person's movements through electrical pulses, and they mentioned that the implantable neurostimulator (INS)  was implanted within their ear canal and cranial nerve. Patient also mentioned that their implant had a "spiral e-silicon microchip" and that the INS would cause them to feel pain if they did not follow a said command. Agent reviewed general therapy information and explained how DBS works. Additional information received from patient. Patient volunteered previously reported information including unwanted implant and outside interference controlling their speech and movement for the last 4-8 months. Patient volunteered that they do not have a history of psychosis, although they have been diagnosed with anxiety. They are unsure if their device is a manufacturer device, all elements of its identity are not known to them. They again mention they have a pending court date for August 7th, although they were unable to elaborate on who was involved and indicated that manufacturer is likely not included in case. They are to be seen at a healthcare facility t omorrow.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026 Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.